Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue that there was no data from any transactions at the pyxis station and reports were not updated. The customer stated that there was a delay in the dispensing of medication and impacted patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that backup for server reports were occupying the most space on the f drive. A technical support specialist checked the server and assisted the customer to resolve this issue. The system functioned as intended after technical support specialist troubleshot the device.